Manufacturer narrative:
(B)(4). Correction: the catalog number was updated from the previously reported 2h8519. The lot number r15i05037 is not an applicable number for the product. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Microscopic visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the bottom y-site inlet port. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the line of a clearlink system continu-flo solution set cracked and leaked. This occurred during infusion 0.9% normal saline and heparin and while changing a line on a double lumen umbilical vessel catheter. The line was then removed, and a new line was setup. There was no patient injury or medical intervention associated with this event. No additional information is available.